Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: on investigation, the alleged audio bolus button issue was duplicated. The bolus button cover was found to be intact while the button was unresponsive to user input. Removal of the bolus button cover found that the button mechanism was missing. The pump powered up to the display with auditory and vibratory features. All the keypad buttons responded properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly the bolus button was under responsive and no damage to the button cover was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).